Event description:
It was reported that the patient underwent a pelvic organ prolapse repair procedure on (B) (6) 2009. The balloon was removed on (B) (6) 2009. Post-operatively on (B) (6) 2009, the patient presented with a tiny anterior vaginal mesh erosion. The patient was prescribed vagifem pessaries. The patient is to be seen by the surgeon in (B) (6) 2010.

Manufacturer narrative:
(B) (4). (B) (4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.